Manufacturer narrative:
Batch review performed on 18 june 2024. Lot 104637: (B)(4) items manufactured and released on 18-mar-2011. Expiration date: 2016-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had pain due to a loose stem and the cause of the loose stem is unknown. At 11 years and 9 months post primary the surgeon revised the medacta head and stem with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.